Event description:
Customer reported blood glucose reading deviations when compared her freestyle navigator continuous glucose monitoring system with a non-adc meter and freestyle navigator build-in blood glucose meter with a non-adc meter. Customer also reported experienced several episodes of hypoglycemia and the system alarms failed to warn her when her blood glucose levels drops rapidly or went below 60 mg/dl. Customer reported that she experienced confusion and "losing consciousness" and ate peanuts to counteract her symptoms. There is no report of death, permanent impairment or third party medication intervention associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. As a note: according to the freestyle navigator's user's guide, the system alarms notify the customer of events like low battery or time to calibrate. The projected alarm is an alarm that provides an early warning of an event that is likely to occur if the current trend continues. In addition, blood glucose readings from freestyle navigator continuous glucose monitoring system are not intended to replace traditional blood glucose monitoring. Customer was not recommended to adjust their current diabetes treatment based on the readings obtained from the freestyle navigator continuous glucose monitoring system.